Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer's blood glucose level ranged from 102-134 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B5, h6- add-2892.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. The customer's blood glucose level ranged from 102-134 mg/dl. The customer continued to use the pump for insulin therapy.